Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was asymptomatic and going about her normal routine and receiving unspecified high values on the cgm. The patient was about to dose her insulin based on high cgm values but the granddaughter assisted the patient in checking the bg prior to dosing. The bg value was low at 21 mg/dl. The patient then experienced speech difficulties, incoherence, and seizure and a family member called 911. Upon arrival, emergency medical services (ems) treated the hypoglycemia with an unspecified sugar IV and the patient recovered after treatment. Some time after treatment, the cgm remained inaccurate with egv 230-257 mg/dl and bg 145-149 mg/dl. At the time of the report, the patient was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.